Event description:
During a procedure, the balloon on the device would not deflate. A large bone cutter was used to cut the device so the device could be removed from the pt.

Manufacturer narrative:
The valve assembly of the subject device was tested and was found to be functional. The directions for use states a plastic syringe by inserted firmlyy into the inflation valve assembly to open the valve. The air is aspirated from the balloon using the syringe. It is not clear if the physician followed this procedure. There is history of complaints of this nature associated with this product.